Event description:
A peritoneal dialysis (pd) patient reported a fluid leak was seen in the cassette door discovered during tx complete - step 9 remove cassette. Fluid was discovered in the pump module area and on the external of the cassette. The patient reported an m31 air detected in cassette warning occurred during fill 1 of 3 of treatment. The patient was advised to cancel the treatment and not use the cycler tonight in order to let the fluid dry. The patient stated they would perform manual treatment. Upon follow up, the patient's peritoneal dialysis registered nurse (pdrn) confirmed the reported event. The pdrn stated the fluid leak was noted at step 9 of cycler treatment after the cycler alarm and treatment was cancelled and as the patient opened the cassette door. The pdrn confirmed there were no symptoms, adverse events, or injuries requiring medical intervention required as a result of the reported event. The pdrn stated the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated the patient completed treatment using continuous ambulatory peritoneal dialysis (capd) to complete treatment. The pdrn stated the patient is continuing with peritoneal dialysis on the current cycler without issue and without reoccurrence of the reported event. The patient confirmed the cycler set (cassette) used was discarded and was no longer available to returned for investigation.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient reported a fluid leak was seen in the cassette door discovered during tx complete - step 9 remove cassette. Fluid was discovered in the pump module area and on the external of the cassette. The patient reported an m31 air detected in cassette warning occurred during fill 1 of 3 of treatment. The patient was advised to cancel the treatment and not use the cycler tonight in order to let the fluid dry. The patient stated they would perform manual treatment. Upon follow up, the patient's peritoneal dialysis registered nurse (pdrn) confirmed the reported event. The pdrn stated the fluid leak was noted at step 9 of cycler treatment after the cycler alarm and treatment was cancelled and as the patient opened the cassette door. The pdrn confirmed there were no symptoms, adverse events, or injuries requiring medical intervention required as a result of the reported event. The pdrn stated the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated the patient completed treatment using continuous ambulatory peritoneal dialysis (capd) to complete treatment. The pdrn stated the patient is continuing with peritoneal dialysis on the current cycler without issue and without reoccurrence of the reported event. The patient confirmed the cycler set (cassette) used was discarded and was no longer available to returned for investigation.